Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent ¿high¿ blood glucose (bg) levels. The cause was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. The customer discussed the reported issue with a clinical diabetes specialist. Recommendation was made to discuss diabetes management with a health care professional.